Event description:
It was reported that during a thermal ablation procedure, the catheter would not maintain negative pressure. The catheter was replaced and the second catheter did not maintain negative pressure test. A leak test on the controller was completed and the controller passed. A third catheter was employed and was able to maintain negative pressure. The treatment continued and was finished with no consequences to the patient. The extension in surgery time was estimated to be 45 minutes.